Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritatins (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. Date of issue is an approximation. The sensor was inserted into the arm on (B)(6) 2016. The reaction was located on the on the arm directly below the adhesive patch and was described as itching and having a yellow substance oozing. On (B)(6) 2016, the patient's mother took her to the dermatologist, who diagnosed the patient with contact dermatitis and was prescribed mometasone furoate, which the patient used to treat the affected area. At the time of contact, the patient was ok. No additional event or patient information was provided. Labeling indicates: do not insert the sensor component of the dexcom system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom system is not approved for other sites. If placed in other areas, the dexcom system may not function properly.